Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the max flow rate on the packet insert does not match the IFU. Ie pamphlet insert says max flow rate is 5ml/sec but the IFU states 1ml and 2.5ml/sec for the 3fr and 4fr respectively.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable fmea documents, returned sample analysis, and labeling. Based on a review of this information, the following was concluded: the complaint that the maintenance guide does not match the IFU was confirmed. A scanned copy of the powerpicc sv maintenance guide was provided for investigation. The following statement is highlighted: ¿warning: exceeding the maximum flow rate of 5 ml/sec, or the maximum pressure of power injectors of 300 psi, may result in catheter failure and/or tip displacement.¿ the IFU was not returned, but a review of its contents showed a discrepancy in the maximum flow rates. The flow rates in the IFU are correct. Bd is working to correct the discrepancy between the documents for this product.

Event description:
It was reported that the max flow rate on the packet insert does not match the IFU. Ie pamphlet insert says max flow rate is 5ml/sec but the IFU states 1ml and 2.5ml/sec for the 3fr and 4fr respectively.